Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D: suspect medical device = device name/lot/gpn/rpn unknown. E1: customer postal code =(B)(6). E3: customer occupation = unknown. H6: annex g (g0405215 - suture thread). G4: PMA/510(k) number = unknown; device name/lot/gpn/rpn unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the tether of an unspecified cook stent (device name, lot, rpn, and gpn are unknown) came off when pulling on it. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: h6 (annex g) additional information: d1, g4: PMA/510(k) number - pre-amendment event description: as reported, the tether of an unspecified cook stent (device name, lot, rpn, and gpn are unknown) came off when pulling on it. The catalog number of the stent is unknown, but based on communication with the customer is presumed to be 133626. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time. Investigation - evaluation reviews of instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of the device master record (dmr) was conducted. It was concluded that sufficient inspection activities are in place to identify device functionality prior to distribution. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) does not contain any information related to the reported failure mode. The cause of the separation was unable to be determined as the details surrounding the incident are scarce. Per the quality engineering risk assessment, no further action is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.